Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported on (B)(6), 2023, the medical staff of the radiotherapy department performed PICC catheterization on the patient. When the catheter decompression connector was connected, the card slot could not be connected, and the standby decompression connector was immediately replaced.